Event description:
Caller reported a cartridge alarm issue, identified as cartridge alarm 20, which was not caused during the load process and had not been previously reported with this pump's serial number. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge with a new one. Cts to replace pump. Customer continued to use pump for insulin therapy.